Event description:
The following is an equipment failure evaluation regarding events that transpired the evening of 11/7/96 within the intensive care unit. This evaluation as per requirements for the safe medical devices reporting act of 1992. There was a failure with the pt-circuit heating system of a ventilator resulting in removal from service of the unit. It was further reported that the breathing circuit heater actually burned up, melting a hole in the circuit hose and creating much smoke. Fortunately, the nursing staff on duty observed the problem and removed the unit from the pt and disconnected all power. As per the described events, the breathing circuit tubing did in fact show signs of melting in one area, in addition the heating wires appeared to have several twists in them about six inches from the wiring entry port. Evidence suggests that a short circuit occurred at the twisted area, the result of which caused the wiring from that point back to the plug-in connector to rapidly overheat and melt the insulation off of the wires, also to melt the hole in tubing. There was no evidence to suggest any obvious problem with the heater controller unit when visually inspected. Further testing revealed the heater controller to be functioning normally, with all parapmeters operating within normal specifications. It was noted, however, that the voltage operating range for the pt breathing circuit was 21 volts (as per the tags attached to the heater wire connectors), while the operating voltage for the controller at maximum output was about 30 volts. This clearly indicates an incompatibility between the controller and breathing circuit, the result of which could fully account for the events that transpired. This case clearly suggests the need for close scrutiny when intermixing equipment manufactured by different vendors.